Event description:
It was reported that the caller experienced a cgm error 42 in their system. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, resolving the issue as the caller successfully started their sensor session without further errors.